Event description:
Rn noted very small amount of lipids at the site where lipids tubing connects to filter tubing. Rn requested new syringe, scanned and hung new syringe. The faulty tubing was labeled and given to the charge nurse for further investigation. The manufacturer (bd) has been notified of this event. The patient did not experience harm due to this event.